Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse replaced the z-axis motor and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 16jun2018 to aware date 17jul2019. No other similar complaints were identified during the search period. The aia-360 service manual states the following: dispensing arm - metal nozzle cleaning: clean the nozzle using alcohol. Check the suction hole of the nozzle using a mirror to ensure that the nozzle is clean and there is no blockage. Check that the nozzle comes to the center at each position: nozzle washing position, cup discharge position, sample suction position. Grease the z-axis feed screw. Grease the r-axis lm guide. The most probable cause is due to a damaged motor arm on the z-axis.

Event description:
A customer reported to the distributor that when performing the liquid sense, it was detected that the dispense arm did not fall in all the counts, both in the cup and in the tube, while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of luteinizing hormone ii (lh ii), follicle-stimulating hormone (fsh), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.